Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source after removal for cremation with no information. Information identified in the manufacture's data base indicated the patient died approximately seven months post implant of the ICD system. Follow up with the patient's cardiologist revealed the last interrogation was done three months prior to the date of death that revealed two monitored ventricular tachycardia episodes. The patient was no pacemaker dependent. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.